Event description:
In 2008, initial surgery was done with versa nail ten for femoral neck fracture. After the surgery, it was found that the distal screw was not broken. The following year, the broken screw was removed.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Le locle, the manufacturing facility, reviewed the device history records and found no manufacturing deviations or anomalies. A search of the complaint database found one prior report for the screw breaking for this part and lot number combination. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.